Event description:
It was reported that the screws splayed during torquing of cross threaded plugs. Subsequently, the screws was explanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Visual inspection of the returned plugs was performed the confirmed the reported event. All the returned plugs had slight wear markings on the threading and some more significant damage on the superior portion along the pentalobe. The damage on the threading of the returned plugs was not significant enough to disallow them from engaging a screw seat a review of the manufacturing records for the plugs indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2013. Splaying is the spreading the pedicle screw seat and is generally a result of excessive or off-axis loading of the plug. In this reported event, the wear marking on the plugs indicate possible cross threading. As such, the probable underlying root cause for the reported incident is off-axis loading during torquing of the plug.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (also see 0002242816-2013-00094 / 00096).